Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence with multiple cartridges. Customer changed the syringe and cartridge to resolve the issue. Customer¿s blood glucose was 166 mg/dl.

Manufacturer narrative:
Device not returned.